Event description:
It was reported that this pacemaker recorded intrinsic ventricular contraction falling into atrial pace (ap) blank therefore not seen and reacted upon. The device issues ventricular pace (vp) at programmed av delay and it appears to show fast beats, followed by pace and vp back up. Boston scientific technical services reviewed the available data and confirmed far-field oversensing in the right atrial (ra) channel. Additionally, loss of capture was marked on the egm strip. The patient is dependent. Boston scientific technical services recommended to test the patient conduction in clinic and adjust the programming. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded intrinsic ventricular contraction falling into atrial pace (ap) blank therefore not seen and reacted upon. The device issues ventricular pace (vp) at programmed av delay and it appears to show fast beats, followed by pace and vp back up. Boston scientific technical services reviewed the available data and confirmed far-field oversensing in the right atrial (ra) channel. Additionally, loss of capture was marked on the egm strip. The patient is dependent. Boston scientific technical services recommended to test the patient conduction in clinic and adjust the programming. No adverse patient effects were reported. This device remains in-service.